Event description:
Severe reaction to a durolane injection into right knee. In addition to excruciating pain for fourteen hours I was unable to bear weight or bend the leg. This was the second time receiving durolane injection, first time was six months previously. First time experience was pain and the following day called doctor's office and was advised to keep icing and use tylenol. I have had knee injections of other types prior to this product and never experienced pain at the time or later. The latest durolane injection pain went on for days and made the knee situation worse than prior to injection. When I called the doctor office the day after it was not dealt with to my satisfaction and felt that it wasn't of concern to them. I did not go for a visit as nothing in the way of remedy to the situation was given to me. About three weeks ago the pain was in the entire leg and woke up to extreme hip pain. Called the doctor office again and they had no remedy other than telling me to go to ER. I went to urgent care and was given a toradol injection to break the pain cycle. The doctor office, np or ma, and I agreed that I would not return to them as a patient. The knee has yet to recover.